Event description:
A power cord has broken. The customer suspects that the device was mishandled by the patient. The device was returned for repair, and upon evaluation it was observed that there was metal exposed by the fracture in the connector attached to the power cord. An investigation was performed and it was determined that the molded female connector on the power cord had partially fractured. Investigation has shown that the connector was subject to increased forces outside of design intentions (customer or shipping abuse) resulting in the fracture. The device was in use at the time but there was no patient harm reported. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.